Event description:
The facility reports the nurses were lifting a patient onto a table. After releasing the down button on the handset the lift was working on its own. During the lowering of the lift itself the nurses released the sling and pulled the lift away from the table. The lift was lowering into the lowest position. After this, the lifter did not work anymore. When the service engineer visited, the lifter was in its lowest position with the left lift strap twisted. The automatic fuses worked. After resetting, the "ppp" worked normally, but the other functions did not work. The customer smelled smoke. The actuator would go up or down, but stopped immediately and was in its lowest position through the lowering switch. The actuator was released and the lifter assembled. The lifter did not go up and down, the legs were not working, and the printboard was also broken. A new printboard was fitted and the lifter worked again.